Manufacturer narrative:
B.3. Date of event is estimated based on the received date for the complaint.

Event description:
According to the complaint the abl90 flex plus analyzer (serial no; (B)(6)) returned calciums on dialysate of less than 0.4 meq/l. However, in the context of continuous haemofiltration, the usual values expected are close to 0.3 meq/l and were returned by the analyzer. This unusual result led to multiple samples being taken and confusion on the part of the nursing staff. When contacted by radiometer the customer understood that the result was below the reportable range and indicated that the result was <0.1 meq/l (the limit of laboratory abls), which led to inappropriate adjustments being made for the continuous haemofiltration of an intensive care patient, which fortunately had no consequences.

Manufacturer narrative:
The radiometer investigation has concluded that the abl90 flex plus analyzer worked as intended. What failed. The customer defined reportable range for cca2+ was missing. It seems that a some point of time, the service technician replaced the database with an empty one and missed to key in the customer ranges manually afterwards, thinking that the save/load setup feature also covered reportable ranges (which it does not). Root cause is use error. Hence, this incident does not meet the criteria of a reportable MDR now. The reportable range limit has already been corrected.

Manufacturer narrative:
The radiometer investigation was reopened to add new investigation codes. Hence new b- and c- codes are provided in h6. The radiometer investigation has shown that, it seems that a some point of time, the service technician replaced the database with an empty one and missed to key in the customer ranges manually afterwards, thinking that the save/load setup feature also covered reportable ranges (which it does not). During the investigation it has been revealed that the default reportable range lower limit for cca2+ in the sw is 0.4 mmol/l instead of 0.1 mmol/l as defined in the IFU. Customer defined reportable range was [0.1 - 2.7], meaning that if the sw worked as defined in the IFU (expected), the mistake from the service technician in this case would had been unnoticed. Root cause is unchanged; use error.